Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when the customer attempted to load a new cartridge onto the pump. Reportedly, the cartridge was filled with 110 units of insulin. The customer successfully added additional insulin and completed the load process successfully. The customer's blood glucose (bg) level was 69 mg/dl, and was treated by consuming carbohydrates. The contact successfully added additional insulin to the existing cartridge and resumed insulin delivery.